Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psychological injury"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy). Essure was removed on 3-dec-2009. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, psychological trauma, fatigue, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: unilateral occlusion (left tube occluded); on (B)(6) 2009: malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received- new events added: migration of device, lower quadrant pain, vaginal discharge. Lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psychological injury"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy). Essure was removed on (B)(6)2009. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, psychological trauma, fatigue, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6).2008: unilateral occlusion (left tube occluded); on (B)(6).2009: malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6).2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psychological injury") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, psychological trauma and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos replaced with pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping), psychological injury and fatigue added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.